Event description:
Patient left after only receiving partial dose/patient did not receive full dose [incorrect dose administered] medication became clogged in the end of the needle [needle issue]. Case narrative: this initial spontaneous report concerns adverse events of incorrect dose administered and needle issue in a patient (age, gender and race were not reported) from the united states. The patient's age at the time of event experience was not reported. On 23-jun-2026, amneal pharmaceuticals received information from a pharmacist via an email concerning above mentioned adverse events with amneal's risperidone for extended-release injectable suspension. On (B)(6) 2026, the patient was being treated with risperidone for extended-release injectable suspension, 50 mg/vial (ndc: 70121-2628-5, lot no: ap250592, exp. Date; 30-nov-2027) (dose, route and frequency not reported) for an unknown indication. Co-suspect, concurrent conditions, concomitant medication, medical history, history of procedures, history of allergies, history of smoking, alcohol consumption and recreational drug use and laboratory tests were not reported. On (B)(6) 2026, despite carefully following reconstitution instructions as found in the medication box, the medication became clogged in the end of the needle and was unable to be completely given. The patient did not receive the full dose and left after only receiving a partial dose. This nurse was experienced in giving this medication and had only had problems when moved from the brand product to the amneal generic. Last action taken with risperidone in relation to incorrect dose administered and needle issue was not applicable. De-challenge and re-challenge were not applicable. The outcome of events incorrect dose administered and needle issue was unknown. The reporter did not provide the causality of events incorrect dose administered and needle issue with risperidone. This case was considered as serious. The reportability of this case was expedited.

Manufacturer narrative:
This is default text configured for block h10.